Event description:
It was reported that the patient is experiencing extreme pain while treating with the spinal pak device. The patient has been experiencing the pain for 3 days. She has not increased her daily activities. The patient rated the pain as a 10 on a scale of 1 to 10, with 10 being the highest. The patient contacted the doctor and left a message. He never called back. The patient is taking (B)(6) 2mg. She takes 2 pills every 6 hours. The patient was advised to conduct a time test at one hour increments after she is pain-free. She is to treat 1 hour per day for the first three days. If she doesn't experience any pain, she should increase treatment time by 1 hour each day after that. It was later reported that patient has not spoken with her doctor but she will be getting x-rays. She has stopped using the unit. She says the pain had gone away until she used her arms and then her neck starts to burn. She has been using pain patches 2 a day 600 mg and she is taking (B)(6) for pain, 3 a day. No additional patient consequences have been reported.

Manufacturer narrative:
The device was not returned to zimmer biomet for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2021. Medical product: 10mm tall interbody device (solco). Therapy date: unknown.